Event description:
Literature was reviewed regarding bridging to heart transplantation with the use of a temporary or durable left ventricular assist device (vad). There were two patients with a durable left vad that did not survive to heart transplantation; the causes of death were unknown. There were patients who were transplanted after pump thrombosis or driveline infection. At the time of transplantation, there were major and minor complications in patients with a left vad. Major complications included stroke, infection, right ventricular (rv) failure, unknown bleeding which required more than two units of packed red blood cells (prbc), and pump thrombosis. Minor complications included surgical site hematoma and hemolysis. There were also unknown failures of controllers. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/50 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: comparison of intraoperative blood product use during heart transplantation in patients bridged with impella 5.5 versus durable left ventricular assist devices. Journal of cardiothoracic and vascular anesthesia. 2024. 38; 2567-2575. Doi: 10.1053/j.jvca.2024.04.047. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.